Manufacturer narrative:
Additional information: sections b.3 & d.7 the recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear implant. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery, despite device testing being within normal limits. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers and near the fantail, and the electrode was severed near the electrode ground ring and array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.